Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that c-arm geometry movements were unavailable. The problem has been resolved, and philips did not take any action. Upon review, it was concluded that there were no reports of harm or allegations of harm. The complaint has been subsequently closed. No further action is required currently and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Correction: additional narrative. Philips has investigated this complaint. The customer reported that the c-arm geometry movements were unavailable. No further information regarding the issue has been provided by the customer. No service has been performed by philips, as the issue was no longer reoccurred. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the c-arm geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.